Manufacturer narrative:
The investigation is ongoing. The investigation results will be reported in a follow-up report.

Event description:
It was reported that a (B)(6) patient was on the table and the device completely shut down without warning and that the patient was bagged with an ambu bag until staff could use a draeger tiro.